Event description:
The customer's parent reported via email that the reservoirs were leaking. The customer's blood glucose was not provided. It was agreed upon that the reservoirs would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected and checked o-rings/stopper groove for anomalies and none were found. Ran basal, bolus, and leaking tests. No anomalies were noted, and all reservoirs passed testing.